Manufacturer narrative:
Philips service replaced ups controller, batteries, and pdu components. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that equipment shutdown due to pdu and ups module failure on a azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.